Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels, hospitalization, prime/fill anomaly, lost sensor alarm, radio frequency pic failed self-test. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they went to the emergency room as a result of high blood glucose levels. Customer changed out their infusion sets and sensor; however, they continue to receive a lost sensor alarm. Customer advised they tried to treat their blood glucose with the insulin pump but the blood glucose remained high which forced to customer to go the emergency room. Troubleshooting for radio frequency pic failed self-test was performed. Customer advised the alarm occurred twice but they do not remember receiving them. Customer failed the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised the device would be replaced and agreed to return the product for analysis.